Event description:
Medtronic received a report that the first pass was unsuccessful, but yielded an modified thrombolysis in cerebral infarction (mtici) score of 2a. The physician changed to the react 68 aspiration catheter for pass 2 and a final mtici of 3 was achieved. There was no product issue reported. The 24 hour post-procedure imaging on (B)(6) 2021 showed hematoma within the ischemic field with space-occupying effect involving >30% of the infarcted area (ph2). There was no injury reported to the patient, and no intervention required. The patient was undergoing surgery for treatment of a clot in the right carotid t. The patient had a baseline national institutes of health stroke scale (nihss) score of 3 and mtici score 1. Post-procedure 24 hour nihss was 4. Additional information received pertaining to a previously reported event. It was reported that a post-operative hemorrhagic transformation of the ph2 striatocapsular right without midline shift was observed. It was indicated that the event could possibly be caused or related to the react catheter, the solitaire, and/or to the procedure but there was no clear relation, and was probably related to the disease under study. The event was not noted to be life-threatening and did not result in prolongation of hospitalization or patient disability. No additional treatment or intervention was required. The patient was reported to be recovering with the issue resolving. Additional information received reported the event was resolved/patient recovered. Additional information received reported that the event resolved on 23-feb-2021. Additional information was received indicating the sponsor assessment determined the adverse event was possibly related to the index procedure. Additional information received reported that the site updated their assessment to not related to the devices. Additional information was received that the event recovered/resolved with sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.